Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the (B)(4). The manufacturer did not receive explanted devices, x-rays, or other source documents for review. As no lot numbers were provided for the explanted devices, the device history records could not be reviewed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).

Event description:
It was reported that the patient was revised for unknown reason. No surgery dates, article and lot numbers provided